Event description:
The device was used in a procedure. "The clip malfunctioned once during use making the clip bent". Another clip applier was used and the procedure was completed. There was no pt consequence.